Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with revision of vaginal graft, abdominal repair of enterocele, and cystoscopy due to vaginal pain, foreign body, recurrent pop, and enterocele. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to abdominal pain, dyspareunia, and vaginal pain. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient experienced chronic and persistent pain, stress urinary incontinence, fecal incontinence and infections. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-01388. The same patient is represented in each medwatch.